Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/20/2020. H.6. Investigation: six blister packs and two loose 1ml syringes were received and evaluated. Five of the blister packs were from batch 9051796 (p/n 309628). Two were opened and three were mostly sealed with syringes inside. One blister pack was opened and from batch 9036988 (p/n 309628). It was observed on all five blister packs from batch 9051796 the seals had wrinkles and insufficient width with the three unopened packages containing open seals, which were rejectable per product specification. A potential root cause for the open and insufficient seal defect is associated with the packaging process. Most likely the bottom web became misaligned and the blister packs were still being loaded with product causing them to be packaged as normal. A machine upgrade to automatically disable to loader when the bottom web is out of clips causing the empty packages to be rejected by (B)(6) 2020. DHR was reviewed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect.

Event description:
It was reported that six syringes 1ml ll w/o dn experienced a damaged or open unit package/seal where sterility was compromised. The product defect was noted prior to use. The following information was provided by the initial reporter: improperly sealed sterile packages. Syringes come out of their packaging . Consequences: non-sterile syringes. 6 units affected.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that six syringes 1ml ll w/o dn experienced a damaged or open unit package/seal where sterility was compromised. The product defect was noted prior to use. The following information was provided by the initial reporter: improperly sealed sterile packages. Syringes come out of their packaging. Consequences: non-sterile syringes. 6 units affected.